Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Event description:
Allegedly per dx was revision due to possible fx dislocation of cup liner. Liner was dislocated and not in the cup. There was large amounts of black tissue, presumably from metal-on-head wear.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 3010536692-2014-01660, 01662.